Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced difference between sensor glucose and blood glucose values and possible under delivery of the insulin. The customer reported a blood glucose value of 224 mg/dl. The customer also reported hyperglycemia and treated with a manual injection/insulin pen. The event involved product(s) mmt-7040ma, mmt-864a, mmt-332a and mmt-1880. Troubleshooting was performed and the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event also the values of sensor glucose and the blood glucose were 115 mg/dl and 224 mg/dl respectively, and the difference between sensor glucose and blood glucose values were not in the range. No further patient complications were reported. No product return is required for mmt-7040ma. No product return is required for mmt-864a. No product return is required for mmt-332a. No product return is required for mmt-1880.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose. The customer reported a blood glucose value of 224 mg/dl. The customer reported hyperglycemia treated with a manual injection/insulin pen. The event involved product(s) mmt-7040ma, mmt-864a, mmt-332a. Troubleshooting was performed and the customer has been using the insulin pump system within 48 hours of the reported high bg event also the customer reported discrepancies between the sensor glucose and the blood glucose with the values of 115 mg/dl and 224 mg/dl. No further patient complications were reported. No product return is required for mmt-7040ma. No product return is required for mmt-864a. No product return is required for mmt-332a.